Event description:
On 1/7/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii first implant deployed prematurely and did not penetrate the tissue. This was discovered during a procedure on (B)(6) 2021. Additional information received 1/10/2022: this was discovered during a meniscal suture of the posterior horn procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.